Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, inability to cross the lesion and stent damage occurred. The lesion was pre-dilated with a 2.5x15mm voyager balloon. The physician attempted to place a taxus express2 2.75x20mm drug eluting stent to the calcified lesion in the proximal left anterior descending (lad) artery and the left main (lm) artery, but experienced difficulty crossing the lesion. Upon removal, it was noted that the proximal flap was found to be lifted on the struts. The physician then pre-dilated with a 3.0x15mm voyager balloon and successfully placed a taxus express2 2.75x20mm stent. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.